Manufacturer narrative:
Device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during explantation are attributable to the explantation surgery. Based on the information received, the reported infection on the implant site might have contributed to the decrease in performance. This can be explained by the presence of inflammation in the cochlea, which may affect the local environment around the ci electrode array, resulting in acute deterioration of function. In situ measurements show impedances that are globally fluctuating, possibly pointing to an inflammatory process involving the entire cochlea. This is a final report.

Event description:
After implantation the patient suffered from an infection which was treated with antibiotics. The hearing perception with the device is poor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation the patient suffered from an infection which was treated with antibiotics; it is getting better now. Re-implantation is considered.

Manufacturer narrative:
Based on the information received, the reported infection on the implant site might have contributed to the decrease in performance. This can be explained by the presence of inflammation in the cochlea, which may affect the local environment around the ci electrode array, resulting in acute deterioration of function. In situ measurements show impedances that are globally fluctuating, possibly pointing to an inflammatory process involving the entire cochlea. Re-implantation is considered, but no further information has been received yet.

Event description:
After implantation the patient suffered from an infection which was treated with antibiotics. The hearing perception with the device is poor. Re-implantation is considered but no date has been scheduled yet.